Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that pacing inhibition due to myopotential oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. Programming modifications were performed successfully.